Manufacturer narrative:
This is one of two device reports for this event. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's atty alleged that the pt experienced a myocardial infarction and expired the same day. It is further alleged that the event was caused by exposure to the product administered during dialysis treatment.